Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. D4: batch # 714c57. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60w reload loaded on the device. The reload was received partially fired 2/3. No functional test was performed due to the condition of the device. The device opened without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 714c57, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2024 d4: batch # unk a manufacturing record evaluation was performed for the finished device lot/batch number maintenance: a9ed90 no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon first firing completed and stapler slowed dramatically, surgeon described as a slow cut second firing was reported to be in thick tissue and presence of first staple line the knife stopped 1/2 way through firing ; surgeon queried battery so another stapler was opened to use battery could not pen stapler so opened manual override but then proceeded to use reverse button; knife returned and opened . No patient consequences reported. No further information is available.